Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer inspected auxiliary full height cubie drawer 5, confirmed drawer and board lights were functional, shut down and reseated all connections to drawer and module controllers, replaced a bent retractor band, released cubies, and checked for debris with none found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.